Manufacturer narrative:
Device reference code nh093d, device name sc/msc biolox delta ins.28mm 52/54 sym. Serial number n/a, batch number unknown, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date unknown. Involved components: article number description lot. Nh052t plasmacup sc size 52mm unknown. Nj014t bicontact n plasmapore 8/10 size 14mm unknown. Nj103 biolox prosthesis head 8/10 28mm l unknown . Investigation: due to the fact that no products are available, an investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: on the basis of the current information and without a product for investigation, a clear conclusion cannot be drawn. Furthermore it was not possible to review the DHR files without a provided batch number. A dislocation can occur due to the several reasons and does not have to be related with a product failure. It is possible that the implantation situation in combination with the patient behaviour led to the described problem. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. According the 8d reprot no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a hip prothesis. According to the complaint description a revision surgery was necessary due to dislocation. Initial surgery: 2006. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components (aufführen): nh052t - plasmacup sc size 52mm - batch unknown; nj014t - bicontact n plasmapore 8/10 size 14mm - batch unknown; nj103 - biolox prosthesis head 8/10 28mm l - batch unknown.